Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold and low amplitude r-waves. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and low r-wave amplitude variation were not confirmed. Analysis found that a complete lead was returned in one piece measuring 57.7 cm with the helix extended and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.